Manufacturer narrative:
Please note that this regulatory report has been determined to be a duplicate of a report already submitted # 2182208-2018-00907. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional concomitant medical products: product ID: (B)(4); ICD implanted: (B)(4) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured. The lead was partially removed and was replaced. No patient complications have been reported as a result of this event.